Event description:
This report was received from (B)(4) and is spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis with (B)(6) and a stroke in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date in (B)(6) 2010, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2010. The nurse stated that the cause of the peritonitis was the patient's technique. The nurse reported that the patient was recommended to have his catheter replaced due to it not functioning properly, but did not until after the "incident" happened. The patient stated that when he was in the hospital due to his peritonitis, he suffered a stroke on an unreported date. Treatment provided for the events was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date, the patient recovered from the bacterial peritonitis. The outcome for the stroke was not reported. The nurse reported that on an unreported date in (B)(6) 2010, the patient experienced and was hospitalized for peritonitis. The nurse was not able to confirm the stroke during hospitalization as reported by the consumer. The nurse stated that after the peritonitis occurred, the patient was placed on hemodialysis in (B)(6) 2010 for (B)(6). On an unreported date, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were restarted. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The nurse confirmed that the medical history included stroke that was not exacerbated by dianeal therapy. The nurse stated that the peritonitis with (B)(6) was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of stroke.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error- poor aseptic technique.